Event description:
The patient presented to the hospital with chest pain. Low impedance and no capture were observed upon interrogation. The lead was explanted due to lead dislodgement resulting lead perforation.